Event description:
The hernia was repaired with a plus and patch, the recovery was hard and the pain and problems are still here. The area on the bottom of hernia to little left side of belly button, there is pressure and it feels like it doesn't stretch or expand without pain. If I lift something heavy, there is pain after, it's just not the same as before the operation. Doctors and specialists say everything look good and have no answers. I feel, when the area is tight, oxygen and blood flow as good as it should. Dates of use: (B) (6) 2002. Diagnosis or reason for use: it inside me. Event reappeared after reintroduction: yes.